Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient needs implant adjusted because it was not working right. Patient stated it is not adjusted correctly. The manufacturing representative (rep) contacted the patient and set up appointment for (B)(6) 2017. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implant was infected with three different infections and they about died. The patient stated that the incision was cut for the wrong device, for their pump instead of the stimulator, which may have led or contributed to the issue. No further complications were reported or anticipated.